Event description:
It was reported that the customer had high blood glucose levels of 270 mg/dl. The customer reported that the insulin pump would not turn on. The customer reported using lithium batteries for the insulin pump. The customer was advised to use alkaline batteries instead. The customer also reported scratches on the display of the insulin pump. The customer also reported a crack in the casing of the insulin pump near the battery cap. The customer also reported that there was no alert regarding the battery of the insulin pump being low and dying. The alarm history of the insulin pump showed that there were low and weak battery alarms. No additional information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.